Manufacturer narrative:
(B)(4). Concomitant medical products: 00620205622 shell porous with cluster holes 56 mm lot 63445765, 00630505636 liner standard 3.5 mm offset 36 mm lot 63324471, 00784801200 modular neck e 12/14 neck taper lot 63262395, 00877503602 bioloxâ® delta, ceramic femoral head lot 2847909, 00625006520 bone scr 6.5x20 self-tap lot 63507003. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported that the patient underwent right hip arthroplasty. Subsequently, the patient was revised due to pain. Attempts have been made and additional information on the reported event is unavailable.